Manufacturer narrative:
Correction information: g4:premarket identification PMA/510(k). G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: the reason why the white lines that move up and down are displayed on the touch screen is unknown, but it is assumed that the white lines are displayed due to the failure of the touch screen board or screen.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states stating "front panel touch screen damage" involving pentax medical video processor model epk-i7010, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The customer owned processor has not been returned for evaluation as of 15-sep-2021. Model epk-i7010, serial number (B)(4) has not been previously serviced at a pentax facility since the device was put into service. The investigation is in-process.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.